Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving baclofen with concentration 2000 mcg at a dose rate of 139.88363 mcg/day via an implantable pump. It was reported that during a surgical procedure by orthopaedics, there was a complication due to the passage of the catheter. Surgical observation on (B)(6) 2022 revealed a cut spinal catheter.  Neurosurgery came to the table for this to repair the catheter. It was further reported that after completing the fusion, the baclofen catheter has been cut in half and was partially frayed at the 'spinal portion'. Clear liquor was noted as having still drained off, though. Removal of old fixation piece and placement of new fixation piece was performed on (B)(6) 2022. Reconnection with connector piece had occurred after cutting off 0.4cm of catheter to obtain even end. Fixation of the wing and close in layers was further noted. Subsequent side-port aspiration under sterile conditions was performed and smooth liquor flow was indicated.  The disposition of the catheter was indicated as being unknown.  The event had resolved without sequela as of (B)(6) 2022.  The device diagnosis was catheter break/cut.  The clinical diagnosis was indicated as being not applicable.  Regarding eti ology, the relationship of the event to the device/therapy was related and unrelated to the implant procedure.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study. The male patient was 18 years old that the time of consent. The catheter model and catheter lot number associated with the event was clarified.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0221114411 implanted: (B)(6) 2020 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, lot #: 02211144113, ubd: 28-sep-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.